Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, it is likely that the flow rate was no longer properly controlled due to the failure of the electropneumatic proportional valve. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit flow rate was not within the standard, due to a faulty electropneumatic proportional valve. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.